Event description:
Information received with return of the explanted device does not address the patient's clinical status but notes that an ECG showed that there was no ventricular sensing or pacing spikes. An interrogaton in both unipolar annd bipolar configurations showed high impedance. The patient was taken back to surgery and the system was retest- ed with n ormal function observed. Upon final interrogation, low lead impedance with high current drain was observed.